Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2020. The physician was unable to replace the lead (related manufacturing reference number: 1627487-2020-02547), hence the fractured l2 lead was partially explanted. Following the procedure, the patient underwent a burst trial, which achieved partial therapy. Further surgical intervention may take place.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-13176; related manufacturer reference number: 1627487-2019-13177. It was reported that the patient was not receiving therapy. X-rays revealed that the patient's lead and extensions had fractures. Surgical intervention is expected to address the issue.